Event description:
The patient reported that on (B)(6) 2015 at 3:26 pm her blood glucose reached 297 mg/dl so she gave a correctional bolus of 1.55 units of insulin. She then ate about 48 grams of carbohydrates for lunch and gave herself a bolus of 4.0 units of insulin. At 6:03 pm her bg result was 93 mg/dl and by 6:05 pm she syncope on the train and was transported to the hospital. At the hospital a couple of bg meter comparisons were performed. See scanned table. She stayed in the hospital and was released on (B)(6) 2015. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to the pt's hospitalization was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate high measurement or to determine if it could have contributed to the patient's hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.